Manufacturer narrative:
The customer reported that the siemens rl 1265 gas analyzer had no error messages and was reported to be in calibration and passing aqc on all parameters. Siemens is in the process of evaluating the event. The cause for the discordant potassium result is unknown.

Event description:
The customer reported that on (B)(6) 2016 there were discordant potassium values. They are comparing a non siemens analyzer with the siemens rapidlab 1265 analyzer. There is no report of serious injury due to this event.

Manufacturer narrative:
Based on the investigation report, differences are noted amongst several analytes between the two draws and analyzers. Both rl1265 samples were run in syringe arterial mode. It is stated that a new sample was obtained for this analysis and both specimens were collected using rapidlyte syringes. Sample collection and handling methods are unknown to determine if the sample was hemolyzed resulting in these recovery differences. In addition it is unknown what medications the patient was administered to determine if a possible interferent may have caused the elevated k+. Due to the changes in gases, the elevated po2 is consistent with room air contamination. From the rl 1265 instrument files the k+ sensor and po2 sensor were stable at the time. The sensor output is consistent with the result provided. It is noted that the sensors underwent deproteinization and conditioning approximately 1 hour prior. Sensors and calibrations were stable however and all three levels of aqc had been run prior to this sample being run. There were no major fluidic or system events occurring around the time of the event. The system was performing typically. The root cause for this issue was determined to be due to pre-analytical error.